Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had two contacts with high impedances. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that charging difficulty and impedance anomaly were confirmed. The ipg exhibited excessive battery depletion rate and sleep current leakage. The device exhibited low impedance readings even without leads inserted. Vh node to ground showed low impedance readings. The source of the symptom was defective asics (u2 and u3), and the patient data indicated that the device characteristics changed some time prior to the explant. Exposing the ipg to high-voltage transients can cause this type of failure.

Event description:
A report was received that the patient had two contacts with high impedances. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient had two contacts with high impedances. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected.